Event description:
The patient experienced a tia post carotid stent procedure. The patient lost verbal ability (aphasia) and was sent for a CT scan. The patient's symptoms did not completely resolve and the patient was still showing signs of aphasia one day later.